Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical determined root cause as due to a defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Initiated an inspiration block replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Unit was presenting error codes technical failure 388 (no o2 dosing possible) and 271 (o2 supply failed no o2 dosing possible). Field service representative (fsr) replaced inspiration block. Performed verification and passed. Unit meets factory specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e alarmed 388 (no o2 dosing possible). At this time, there is no information regarding patient involvement associated with the reported event.